Event description:
During the procedure a bowel perforation occurred; the on-call blue surgery team was called and came to assess patient and assume care. Correction: this was a stomach perforation secondary to insufflation, not a bowel perforation. The insufflation device in question is a standard 6 pound compressed gas tank with a pressure regulator and a pinch type flow controller attached to the output tubing such as the one used to manually control flow in an intravenous setup. The tank was supplied by (B)(4). The regulator is made by western medica. There is a pressure gauge on the regulator. This gauge is physically damaged and does not work. There is a valve with a push button actuator attached to the output of the regulator. A section of IV tubing is attached to the output of the valve. On the tubing is the pinch type controller. Evaluation of the device showed that, other than the broken gauge, the system works as it should. The main valve on the tank opens and closes to control the flow of the gas. The regulator keeps the pressure between 19 and 21 psi through the entire range of the main valve opening. The control valve works with no leaks. The pinch controller on the tubing controls the flow of the gas. I do not have an accurate way to measure the flow. Overall the device works like it should. I was not able to find any specification for the flow and pressure, so I can't make a judgment as to whether the flow and pressure are within the normal range used for this procedure. I ordered a new pressure gauge april 5. That is the only defect I could find.